Event description:
Have been using dexcom g7 and having this same problem over the past 6 months (estimation of 6-8 sensors affected). When applying the sensor, my insulin pump immediately reads "faulty sensor." When the sensor is examined, there is a wire sticking out of the hole on the outward facing surface of the sensor. Dexcom has replaced the faulty sensors however it is unacceptable that this continues to be happening to me and to many other customers with diabetes. Dexcom is aware of the issue and has been for months (per conversations with dexcom customer service reps). Because my insulin pump is connected by bluetooth to my sensor, a faulty sensor is a deal breaker for those of us requiring insulin to survive. Additionally, when medicare approves the purchase of sensors, the patient is allotted a specific number of sensors for the dispense period (ie: 90 days). There is no wiggle room and there have been instances where I would have to go without a sensor until a replacement is sent (5-7 days). This is unacceptable and can result in inadequate control of one's diabetes. As I mentioned, dexcom is aware of this problem and instead of "fixing" the problem, they silence the patient by sending a replacement (although that is very much appreciated) which is only a temporary fix for the patient rather than addressing the underlying defect in the product. Trust me when I tell you that having diabetes is already a trying and expensive illness; we do not need to have to worry every 10 days, if our sensor is going to be faulty and we are going to be without a product that keeps us healthy and alive. By the way, in the past when this has happened with me, I had three remaining sensors to last me for 30 days, and all three were faulty sensors. Terribly distressing and unacceptable. Pt code: 4582. Device code: 2978. Reference report mw5174290, mw5174291, mw5174292.